Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back and reported that the reader was very hot on the skin and was told by the representative if the monitor was still hot it would be replaced. The monitor is expected to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor overheated. The patient was advised to unplug and let the remote monitor cool down. If the issue returns the remote monitor will be replaced. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found on the remote monitor; found error code (B)(4) in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.